Event description:
Facility had an outbreak of pseudomonas, involving 13 patients, using one bronchoscope which was sterilized using this system. Most patients required hospitalization and treatment with IV antibiotics. Outbreak ran 6/8/99 through 10/4/1999. MFR has evaluated device and since cleared it for use. Cdc and county health department all notified.